Manufacturer narrative:
(B)(4). Customer returned the insulin pump for an alleged low battery life or low battery alert found on (B)(6) 2021. The insulin pump passed the self test, displacement test and active current measurement. However, the insulin pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on (B)(6) 2021 at 03:16:00, (B)(6) 2021 at 10:35:00, (B)(6) 2021 at 12:34:00, (B)(6) 2021 at 01:02:00 and (B)(6) 2021 at 14:12:00. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 at 13:20:07, (B)(6) 2021 at 12:35:40, (B)(6) 2021 at 17:47:36.00, (B)(6) 2021 at 16:35:27 and (B)(6) 2021 at 04:50:17. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 at 12:47:00, (B)(6) 2021 at 17:20:00 and 17:30:00, (B)(6) 2021 at 06:17:00 and 06:27:00. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 at 13:18:00, (B)(6) 2021 at 06:48:00 and 06:58:00. The power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 at 06:59:20 and 06:59:31. The insulin pump was cut open to perform visual inspection and found corrosion on the electrical board 1 and electrical board 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The insulin pump had a high sleep current measurement due to corrosion found on the electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion found on the electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm or short battery life. Customer reported that the battery on the insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.